Event description:
It was reported that the patient did not feel the device and did not feel like it was working. This had been for a couple of months. The patient¿s friend or family member saw the replace the programmer batteries screen. They were able to replace the batteries and got the patient programmer to work. They increased stimulation from 3.7v to as high as 4.7v while on the phone. The patient only had 1 program. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concern with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also noted that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient still had concerns with their device or therapy but had not sought further help. The patient was going to make an appointment with their hcp for some of their concerns.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gn9v, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).